Manufacturer narrative:
Correction: h6 previously included "dislodgement" where no lead dislodgement was reported. Now corrected to remove dislodgement code.

Event description:
Diagnostic imaging found no physical anomalies.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of failure to capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and some filars were broken consistent with procedural damage. After cleaning and by applying torque to the inner coil, the helix could be extended and retracted. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead had dislodged. The lead showed loss of capture and r-wave amplitude variation. Attempt to reposition the lead was made, but the lead helix failed to retract or extend. The lead was instead explanted and successfully replaced. The patient was stable and asymptomatic.